Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/04/2015 with the following findings: powered the pump on and the display is clear and legible; unable to confirm the complaint. Unrelated to the complaint, moisture was observed in the battery compartment. Performed the leak test and the pump passed. Opened the pump case and found no further evidence of moisture.